Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up, post paced t-wave oversensing on the ventricular channel was observed. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.